Event description:
It was reported that the patient had connect driveline alarms. The patient came into clinic for an evaluation and found low speed advisory and pump off on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022. The controller was exchanged in office as the green running symbol could not be seen. The log file captured low speed, pump off and driveline disconnect on (B)(6) 2022 between 8:32-8:39, (B)(6) 2022 between 22:32-22:46, (B)(6) 2022 between 1:35-1:49 while on battery power. The connect driveline were seen due to an older 7.23 software. The patient had a driveline repair in 2019 and there was no confirmed damage in the returned lead so the driveline damage was thought to be internal and the short to shield had possibly progressed into a phase to phase. The previous driveline repair was completed 3 inched from the exit site so there is no room for another repair. Related manufacturer reference report: MFR # 2916596-2022-10697.

Manufacturer narrative:
The patient's previous driveline repair is addressed under MFR. #2916596-2019-00175. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump running led being too dim to see could not be confirmed through this evaluation. Event details indicated the system controller was exchange during a clinic visit due to nonvisible pump running symbols. Additional information communicated on 28apr2022 indicated the system controller that was exchanged was discarded. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 21apr2015. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.